Manufacturer narrative:
Subsequent to the previously filed report, the investigation summary was updated: an event of shortness of breath, aortic stenosis, dizziness and valve explanted was reported. Also reported that valve was replaced with non-abbott valve. The device was returned to abbott and the investigation found that biological material and blood/body fluids were present throughout the valve. The leaflets had limited mobility when manually manipulated. The valve was found to have fibrosis, pannus, and calcification. There was no noted interaction between any stent post and patient anatomy. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported event could not be conclusively determined. The cause of the reported stenosis may be related to the pannus and calcification formation. However, the cause of the pannus and calcification formation could not be conclusively determined. The reported dyspnea and may be a cascading effect of aortic valve stenosis. The reported surgical intervention was a result of case-specific circumstances as the device had to be explanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2016, a 21mm trifecta valve was successfully implanted in a patient. On (B)(6) 2025, it was noted via echocardiogram that the patient had increased aortic valve gradients and syncope. The patient also had mitral valve stenosis of a 27mm non-abbott device. The patient also exhibited symptoms of shortness of breath, and dizziness. There was no aortic regurgitation present or chronic renal insufficiency. On (B)(6) 2025, the decision was made to explant the 21mm trifecta valve and replace it with a 21mm epic plus supra valve. The valve was successfully explanted and replaced without handling the valve with any unprotected forceps or sharp instruments. The explanted 21mm trifecta valve had no tear observed in the leaflets or suture cuff. However, the valve was found to have fibrosis, pannus, and calcification. There was no noted interaction between any stent post and patient anatomy. The patient does not have other comorbidities that may impact calcium metabolism and does not take calcium supplements. The patient was stable at the time of report.

Manufacturer narrative:
An event of shortness of breath, aortic stenosis, dizziness and valve explanted was reported. The valve was replaced with non-abbott valve. The device was returned to abbott and the investigation found that biological material and blood/body fluids were present throughout the valve. The leaflets had limited mobility when manually manipulated. It was indicated that the explanted trifecta valve had no tear observed in the leaflets. However, the valve was found to have fibrosis, pannus, and calcification. There was no noted interaction between any stent post and patient anatomy. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported event could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as the device had to be explanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Per the information available abbott cannot further speculate on why the reported event occurred.